Event description:
It was reported during use the bd vacutainer® flashback blood collection needle experienced poor sleeve function and blood splatter/leakage or other sample leakage from device other than the insertion site or needle tip this event occurred 6 times. The following information was provided by the initial reporter: "when the customer collected blood, there was leakage at sleeve and the sleeve not recovery. ¿ additional information: the customer states " the blood did not come into direct contact with the nruse's skin."

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 2 photos were provided by the customer for investigation. The photos were reviewed and the indicated failure mode for sleeve side piercing / leakage with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. Bd has initiated further root cause investigation relating to the issue of sleeve side piercing through a corrective and preventive action (CAPA#1800001).

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported during use the bd vacutainer® flashback blood collection needle experienced poor sleeve function and blood splatter/ leakage or other sample leakage from device other than the insertion site or needle tip this event occurred 6 times. The following information was provided by the initial reporter: "when the customer collected blood, there was leakage at sleeve and the sleeve not recovery.¿ additional information: the customer states " the blood did not come into direct contact with the nurse's skin."